Event description:
It was reported that since 9/3/2022 the brevera console has been freezing up during the biopsy and getting errors to reset. Due to the errors the patient had to be rescheduled to complete the procedure. No additional information is available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. Field engineer could not align chambers and replaced the system core lumina. If additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.